Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, a piece broke off near the mouth of the monopolar curved scissors and therefore the instrument was not used. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint "a piece broke out near the mouth of the monopolar curved scissors". The instrument was found to have both blades broken at the midpoint. Broken pieces were not returned. Pieces measuring approximately 0.0885" and 0.01" were found to be missing from the blades. The root cause of broken instrument blades is typically attributed to the user. No images or videos were submitted for review. A review of the instrument log for the monopolar curved scissors (part #470179-19 / lot #k11211004 0471) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a prostatectomy radical w/lymphadenectomy procedure performed by the listed console surgeon via system serial # (B)(4). There were 5 uses remaining after this last usage. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the instrument was found to have both blades broken at the midpoint the broken fragments were missing from the portion of the device that enters the patient (distal end). At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.